Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The harmonic insert was found to have a broken blade. The blade broke at roughly .24¿ from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted surgical procedure, after ten minutes into the operation, the harmonic ace insert broke down. The customer replaced the harmonic ace insert with a back-up device of the same kind and completed the procedure with no reported injury.